Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead impedance was low. An x-ray was performed and showed the patient presented with twiddlers syndrome. The lead and device were replaced.